Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesions were located in the moderately tortuous and moderately calcified left anterior descending artery(lad), first obtuse marginal artery and second obtuse marginal artery. Predilation was performed and a 3.5x32mm promus element plus stent was implanted in the lad, a 2.5x32mm promus element plus stent was deployed in the first obtuse marginal artery and a 2.50x20mm promus element plus stent was implanted in the second obtuse marginal artery. During final angiography shot, it was noted that there was an edge dissection at the proximal edge of the 2.50x20mm promus element plus stent implanted in the second obtuse marginal artery. A 2.5x8mm non bsc stent was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.